Event description:
It was reported that the patient presented in clinic feeling fatigued, the pulse generator exhibited intermittent ventricular under sensing. The device was reprogrammed and remained implanted.